Event description:
It was reported that while in the cath lab the md punctured a pt's left femoral artery and inserted a super arrow-flex (saf) sheath with dilator. He then attached a blue one-way valve and vacuumed balloon catheter twice inside of the tray to wrap the balloon tightly. Grasping the catheter closely, he removed it from the tray horizontally per the instructions for use. However, during the intra-aortic balloon (iab) insertion through the saf sheath, the balloon stopped advancing and stuck in the saf sheath. The md tried to advance the balloon catheter, but he could not pass it though the saf sheath due to critical resistance. As a result, the md had to remove the saf sheath and balloon catheter together. A new iab-05840-u was opened and in the same insertion site (left femoral artery), the md inserted the new saf sheath and catheter and finished the catheterization. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in therapy of 10 mins. There was no excessive bleeding during the procedures. The pt outcome is listed as "the pt does not have any complications and is fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.